Event description:
The pt was scheduled for a patella re-surfacing. Upon opening up the pt, it was noticed that the ps eminence of the tibial component was fractured. The post was retrieved and the tibial component remains implanted.

Manufacturer narrative:
Investigation in process. Additional details requested regarding the pt and event.